Event description:
Boston scientific crm received information that this patient experienced a syncopal episode due to right ventricular non-capture. An engineering hex dump analysis from the pacemaker found no evidence of resets, however, confirmed the non-capture occurred while the device was in automatic capture retry mode. In a revision procedure, the lead was surgically abandoned due to a likely lead-to-tissue interface issue. A new lead was successfully implanted.

Manufacturer narrative:
This lead was surgically abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, visual inspection found the insulation was torn and the coils were stretched to the point of fracture. Additionally, the tip was not returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. The damage to the lead was consistent with damage caused during the explant procedure.